Manufacturer narrative:
Despite multiple attempts to obtain additional information from the surgeon, no additional information has been received. The lens was returned to b+l. Visual inspection found a damaged haptic (pinched and bent). Due to the condition in which the lens was returned further testing could not be performed. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event could not be determined.

Event description:
It was reported that the lens tilted approximately 3 weeks post implant and subsequently removed due to improper fit. Another lens of different model was ultimately implanted. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.